Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose was 228 mg/dl. The customer stated there were several small air bubbles in his reservoir. The customer was advised to change reservoir. The customer stated that he will do this and check his blood glucose and treat. Customer declined further troubleshooting.